Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/peroration uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), nausea ("nausea") and adverse event ("abnormal symptoms"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), scar ("excessive scar tissue") and skin lesion inflammation ("inflammation of tissue"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, abdominal pain, nausea, adverse event, scar and skin lesion inflammation outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, genital haemorrhage, nausea, pelvic pain, scar, skin lesion inflammation and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received: new event general abnormal bleeding, excessive scar tissue, inflammation of tissue were added and event perforation nos and migration were updated to uterine perforation. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, 153 days before insertion of essure, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), nausea ("nausea") and adverse event ("abnormal symptoms"). In november 2014, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy). Essure was removed in 2014. At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain, nausea and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation, nausea, pelvic pain and perforation to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.